Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our inv...

Event description:
Boston scientific received information that the patient with this right ventricular lead and device received twelve inappropriate shocks due to oversensing atrial flutter. This lead had dislodged into the right atrium. A revision procedure was performed. The lead was successfully repositioned. Post reposition, the lead appeared to be functioning appropriately. No adverse patient effects were reported.